Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent left and right partial knee arthroplasties on (B)(6) 2011. Subsequently, patient experienced swelling in left knee. No further information has been provided.